Event description:
A surgeon reported the canal started venting out and then a bubble formed and rolled back up the canal causing an incomplete flap which was unable to be lifted. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).